Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 36 and 48 hours on the arm. The patient called telehealth and diagnosed with cellulitis. It was also reported that there was drainage at the site. The patient was prescribed antibiotics.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Manufacturer narrative:
Inspection of the device found no damages or defects to the formed needle, soft cannula, or bottom housing that would contribute to an infection at the infusion site. The exact cause of the reported infusion site event could not be determined.